Event description:
Approx 18 months after having pedicle screws implanted, the patient returned to the surgeon after falling at work and experiencing pain. Fluoroscopy showed both screws implanted at s1 were broken. A revision surgery was subsequently performed to remove and replace the two broken screws. This MDR is being submitted as a result of retrospective complaint review conducted by biomet spine. This retrospective review was completed in response to an FDA form 483 issued to biomet spine during an FDA on-site inspection.